Event description:
(B)(4). Two years later after essure was planted in me, my periods became very painful, heavy bleeding, blood clots, every cycle I'm bedridden for the first few days because it's extremely painful. Period twice a month, breast tenderness, painful intercourse, food allergies, environmental allergies, alcohol intolerance, pelvic pain, headaches, fatigue, lower back pain.